Event description:
A malfunction on the pump was reported, which did not cause the customer¿s blood glucose level to exceed 500 mg/dl. There was no adverse impact on the customer's blood glucose level. Customer support assisted the caller with resetting the pump, provided instructions for troubleshooting, and advised the caller to resume using the pump while monitoring for any recurring issues. The caller agreed to call back if the problem persisted.